Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the heart rate was lower than that of the programmed rate of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.